Event description:
Procedure type: lap gastric bypass. According to the reporter: the device misfired, the anvil did not tilt and less than a third of the staples did not form. When the device was removed from the site, it tore the anastomosis. There was some bleeding and surgery was extended 45 minutes. The surgeon used another instrument to complete the procedure.